Event description:
Reporter indicated, a vns pt was interrogated and found to be at unintended settings. An interrupted diagnostics test at the previous office visit is suspected, but has not been confirmed. The pt was set back to the intended settings. Attempts for flashcard programming history for the pt have been unsuccessful to date.